Manufacturer narrative:
(B)(4). G2: foreign - event occurred in finland. Review of the most recent repair record determined the e-rings and hinge were missing, the swivel was loose, and the motor speed was unstable. The e-rings, hinge, swivel, motor and sleeve were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the dermatome handpiece exhibited an odd noise outside of surgery. The issue was identified outside of a clinical procedure and not during patient use. Subsequent review of repair records identified unstable motor speed. There was no patient involvement. There were no consequences or impact to a patient. Attempts have been made and no further information has been provided. Due diligence is complete.